Manufacturer narrative:
This device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the device displayed an e6 error and the air pump would come on right away when it was plugged into the console. Therefore, the reported condition was confirmed. It was determined that this was indicative of the flex circuit being damaged from immersion / sterilization procedures not being followed properly. The assignable root cause was determined to be due to misuse, abuse and possibly use error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that motor device displayed an e6 error message and the air pump turned on as soon as the motor was plugged in. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.